Event description:
Reportedly, the balanced salt solution in the lens vial is low. There was no pt contact. Another lens of the same model was used.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was not returned to the MFR for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found dried solution and crystal-like particulates visible in the threads of the cap and vial. The septum is damaged/cracked. A functional test was performed by filling the vial with water. Fluid does leak from around the cap. The cause of the damaged septum could not be determined.